Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred with cartridge during the load sequence. Reportedly issue was resolved by reloading the cartridge. There was no reported adverse impact reported to the customer's blood glucose level. Customer declined to provide further information to tandem technical support.